Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an articulation problem with their s8-3t model transducer during use. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed the articulation issue as described by the customer. Investigation of the device noted oil separation in the lens, dried fluid in the connector, a hole in the shaft, corrosion in the array, and damage to the handle, cable, and connector housing. The corrosion and extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.